Event description:
Six months after receiving a cypher stent, the pt had restenosis. Six months after that, the pt died in her home, most likely due to aortic valve stenosis.

Manufacturer narrative:
This complaint is from the clinical study. The female pt had the following medical history: angina pectoris, aortic valve stenosis, past history of pci, hypertension and lipid metabolism abnormality. The target lesion was the proximal right coronary artery. The vessel was an in-stent restenosis of a competitor bare metal stent. The lesion was concentric, focal and ostium. The vessel was highly calcified and slightly tortuous, but there was no flexion. The diameter of the vessel was 3.31mm and the lesion length was 3.59mm. Pre-procedure stenosis was 53%. Aha/acc classification of the vessel was a type b2. It was an elective case. Radial approach was chosen for the procedure. Pre-dilation was conducted with a 3.5x15mm balloon at 6atm. Inflation time was unk. A 3.5x18mm cypher stent (lot i0704055) was implanted at 20atm for 16 to approx 30 secs at the target lesion. Post-dilation was not conducted. Timi flow before and after the procedure was 3. The residual % of stenosis was 29%. Ivus was conducted. There was no problem regarding this implant or product. During 6 mo f/u visit, coronary angiography (cag) was conducted and restenosis was observed inside the implanted cypher stent. The pt complained of chest pain, but the cause was uncertain although there was 55% stenosis. The restenosis was treated four months later. To treat the restenosis, a 3.75x10mm cutting balloon was used at 16atm for 30 seconds. The residual % of the stenosis was 25%. The procedure was successful, but because the pt's aortic valve stenosis, the symptom of chest pain continued. Since the pt was elderly and had end-staged aortic valve stenosis, she was not a candidate for surgery. Therefore, there was no treatment. Three months later, the pt visited the hosp and was in stable condition. There was no symptom observed at that time. The anti-platelet therapy was continued. Two months later, the pt was found deceased at her home. Postmortem was not performed. This device is distributed outside the us; however, it is similar to the us product. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.